Event description:
Additional information was received from the patient (pt). The pt reported the contributing factors were they couldn't find settings. Pt reported the cause was determined to be due to 6 leads that did not work (taken as previously reported electrodes that were oor as patient is only implanted with 2 leads). The pt met with a consultant that reprogrammed them and the issue has been resolved. Weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call starting maybe a week or two ago, the pt did not know if their ins therapy was working because they did not feel like it was working. The pts ins battery was only depleting in charge 20% a day when it use to deplete in charge 50% or 60% a day. The pt was also getting settings not available even though they were only using the settings that was set in the office. Pt verified they had no recent falls or traumas. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. On 2023-aug-11 it was reported there were high impedances with electrode 0,2,3,4,5,6,7 avoid oor. The patient was reprogrammed on the other leads. The cause is unknown, and the issue is ongoing. On 2023-sep-01 the rep reported it is unknown if effective therapy as established as the rep has not seen the patient since reporting this event. The patient reported seeing settings not available message on august 11. Information was verified with the hcp.